Event description:
Medtronic were informed of the following literature article; Outcomes of Symptomatic and Ruptured Abdominal Aortic Aneurysm Repair: A Comparative Analysis Between Open and Endovascular Treatment. Victor Bilman, Ilan Davidov, Sarit Malayev, Chen Speter, Avner Bar-Dayan, Michal Fish, Asher Rotenberg, Moshe Halak, Daniel Silverberg The study looked at patients treated for symptomatic AAA between April 2020 and April 2025 were retrospectively analyzed, comparing perioperative mortality and major adverse events between EVAR and OSR. Endurant and non Medtronic stent grafts were used. The following events were noted; cardiac events, pulmonary events, renal events, bowel ischemia, post op bleeding, acute kidney injury. No further information was provided pertaining to Medtronic products.

Manufacturer narrative:
A2: Average Age A3a,3b: majority gender B3: publication date OUTCOMES OF SYMPTOMATIC AND RUPTURED ABDOMINAL AORTIC ANEURYSM REPAIR: A COMPARATIVE ANALYSIS BETWEEN OPEN AND ENDOVASCULAR TREATMENT. The Israel Medical Association journal 2026 May;28(5):277-284. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.